Event description:
Device 2 of 2. Reference MFR report 1627487-2011-03142. The patient received a scs system including an ipg and two paddle leads on (B)(6) 2010. It was reported that the devices were explanted on (B)(6) 2011 due to an infection at the pocket site. It is unknown whether a culture was taken. The physician does not think the infection is related to the device. The patient was treated with oral and IV antibiotics. The explanted ipg and leads were discarded in the hospital. Follow-up on the patient found that the infection has worsened, and the patient is being treated with daily antibiotic therapy. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.